Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset occurred during interrogation of the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No patient complications have been reported as a result of this event.